Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address femoral loosening and subsidence with a leg length discrepancy and pain. Doi: (B)(6) 2007 - (B)(6) 2010 (right side). Update: (B)(6) 2013 - pfs and medical records received. Operative notes indicated femoral stem loosening. The head is being reported due to allegations of metal on metal in prior litigation. The correct doi was also provided. There is no new additional information that would affect the existing MDR decision.